Event description:
New information received notes that infection had occurred along with pocket erosion.

Event description:
It was reported that the patient presented in clinic for system explant due to pocket erosion. The pacemaker was explanted and replaced. Patient condition was stable.